Event description:
The reporter stated that he did a meter to lab test comparison, about an hour apart, in a fasting state. His blood glucose reading was 88 mg/dl, and the lab test result was 132 mg/dl. The reporter stated that he did not have any symptoms. He said that a control solution test on his meter was in range, but did not give the specific result.